Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 48 mg/dl. Reportedly, a bolus was delivered to bring down customer's bg of 250 mg/dl. Reportedly, customer ate carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.